Event description:
It was reported that during use, the foley catheter was naturally removed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed manufacturing related. CAPA 4855225 was initiated to address the reported event. Received (3) photo samples. The first photo was a top view of the three-way catheter. The second photo was a zoomed in view of the tip of the catheter with deflated balloon. The third photo was of the inflation cap with batch # ngjw2610. Received 1 all-silicone temp sensing foley catheter with sample port connector. Verified material number 119314 and manufacturing lot number ngjw2610. Visual inspection noted no obvious observations. Unable to inflate balloon. Replaced returned inflation valve with an in-house valve and reattempted inflation and deflation. In-house syringe- unable to inflate. Dissected balloon and found that the notch was perforated completely. Dissected inflation funnel and pin gauges 0.025¿ and below could freely pass through lumen. 0.026" - 0.034" took some effort to get through and 0.035" and above cannot pass through. Based on physical sample received the product does not meet specifications according to (B)(4) which states "shaft must not be damaged or pinched." This specific complaint allegation was part of a broader investigation captured in CAPA 4855225. The CAPA investigation conducted a broader review of labeling, complaints, risk management file, raw materials, and manufacturing changes for this product. Based on the results of the investigation no additional actions are required at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, the foley catheter was naturally removed. Per notification from ucc on 16dec2025, it was reported that failure to infuse was found during sample evaluation on 05nov2025.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, the foley catheter was naturally removed. Per notification from ucc on 16dec2025, it was reported that failure to infuse was found during sample evaluation on 05nov2025.